Event description:
It was reported that when the patient attempted to change sides during her trial today, she accidentally cut 3/4 of the lead wire. The patient accidentally cut her left patient trialing cable while removing bandages to switch sides. This was replaced in the office on (B)(6) and the patient was getting a good response. The patient was having wires removed on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).